Event description:
It was reported that bd unknown syringe does not match the volume provided by the device. The following information was provided by the initial reporter: we have had questions recently from north hospital related to the syringe module and accuracy of it reading the volume provided in a syringe. They have been noticing recently that doses provided in 10ml bd syringes are reading by the pump as smaller volumes than are in that syringe based on syringe markings.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information received.